Event description:
(B)(4) reports: "in the "empty syringe" filled with contrast medium (visipaque 320) black particles are identified in the contrast medium". Procedure was CT. Contrast media is pre-heated. The empty syringe is exchanged occasionally. (B)(4) service reports: was the syringe used for patient procedure, it seems half filled? The syringe was used for more than one patient, the statement that the syringe is changed occasionally was made. There are no problems with the patient reported. This was not the first time filling of the syringe for use. (B)(4) qa/ra reports: I asked if a patient was involved or not and they said no; no patient involvement! The particle in the syringe were detected when filling the syringe with contrast medium from a 500ml bottle. The medium in the bottle was (visually) ok. Customer told (B)(4) qa/ra; "officially I have to say that it was the first use, but unofficially, you know the situation here: they use one syringe to completely empty such a 500ml bottle. Thus, it may have been the 5th or 6th filling of the device." No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.